Event description:
It was reported that this patient had their electrode dislodged and had migrated to the can position. The patient had also developed an infection so this device was explanted. No additional adverse events were reported.